Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will need to report an event similar to this issue as it will be deemed a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root cause was determined to be due to an empty or discharged real time clock battery on the control board. There was no patient or user harm.

Event description:
I have replaced the control board due to wrong date and time display and can not be corrected. After replaced it with a new control board s/n: (B)(6). The problem remain the same. Even I have left the machine switched on for more than 17 hours. When the machine switch -off and on again. The date and timing will be wrong again. Please kindly advise how to over come this.